Event description:
Resident ambulating in lounge and slipped on gel that had leaked out of broken gel pad. Resident hit right forehead, hematoma resulted. Complained of right wrist hurting after 1 min of unresponsiveness. X-ray taken; right wrist fractured.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: environmental factors. Conclusion: device failure indirectly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.